Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The string became completely dislodged [leaving the tampon in its entirety in my vagina.] [Device breakage]. [The string became completely dislodged] leaving the tampon in its entirety in my vagina. [Foreign body in reproductive tract]. Case narrative: on 14-feb-2023, a spontaneous report was received from a consumer regarding a 40-year-old female who was being treated with playtex sport plastic (tampon, menstrual, unscented). Medical history was not reported. Concomitant products included prozac (fluoxetine hydrochloride). On an unspecified date (reported as for over 20 years, relative to (B)(6)2023 and as long as she could remember), the patient started using playtex sport plastic. On (B)(6) 2023, after inserting the product, the patient experienced the string broke entirely off and became completely dislodged leaving the tampon in its entirety in her vagina. She was unable to remove it herself and her wife was also unable to remove as well. She sought medical care for the removal and had to use an out-of-care network facility to receive treatment because she was livid and embarrassed about the situation. She worked in health care and worked closely with the emergency department residents, attendings, and nurses and did not want to use the facility she worked in due to the sensitive nature of her predicament. The urgent care centers associated with her hospital were also closed. She was able to get the product removed. As of 14-feb-2023, the status of product use was not reported. No additional information was provided.